Manufacturer narrative:
Concomitant medical products: product ID: bi71000481, serial/lot #: unk, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced. The returned battery was inserted into test ups. Ups did not respond which indicates that the battery is completely drained. Ups was plugged in and it was still unresponsive. Battery no longer hold charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the mobile viewing station(mvs) uninterrupted power supply (ups) was beeping and the "replace battery" light was illuminated. It was noted that the probable cause of the issue was a low mobile viewing station (mvs) battery. There was no patient involved.